Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged, making it difficult to insert and remove cartridge. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.